Event description:
It was reported that during routine testing it was discovered that the cord was ¿bad/not running" on the motor device. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. Therefore, there were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.